Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -4.0/+0.5/108 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens was implanted upside down; and on (B)(6) 2022 the lens was explanted. There was no patient injury. It was indicated a new lens is being ordered. If additional information is received a supplemental medwatch report will be submitted.